Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected an atrial fibrillation (af) episode but no electrogram was available for the episode. The af episode was not viewable on reports due to device programming. The device remains in use. No patient complications have been reported as a result of this event.